Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) experienced electrical shocking sensation on the left arm while asleep with accompanying tiredness and fatigue. As of this time, this crt-p remains in service. No adverse patient effects were reported.